Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and insulin treatment. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Although the reporter attributed the event to an occlusion, engineering review did not identify occlusion alerts on the reported event date. Device data demonstrated repeated periods of hyperglycemia associated with interruptions in insulin delivery related to cartridge depletion and delayed replacement, which are consistent with the reported dka event. Based on the available information, the event was attributed to interruption of insulin delivery; however, a specific device malfunction could not be confirmed. The event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a bg of 702 mg/dl. The user was hospitalized on (B)(6) 2026, treated with exogenous insulin and discharged on (B)(6) 2026.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis (dka) and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospital admission and treatment with exogenous insulin. Based on available information, no device malfunction has been confirmed. The event involved interruption of insulin delivery, which may be associated with an occlusion or other use-related factors impacting insulin flow. If additional information becomes available, including device data or product return analysis, a supplemental MDR will be submitted.